Manufacturer narrative:
The patient is (B)(6). An event regarding periprosthetic fracture resulting from trauma involving an accolade hfx stem was reported. Communication with the sales representative indicated that, ¿the patient suffers from alzheimer¿s disease and subsequently fell and suffered a periprosthetic fracture.¿ there is no specific device failure mode or alleged failure reported for the stem. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that the patient suffered a displaced femoral neck fracture that was treated on (B)(6) 2013 with an accolade bipolar hemiarthroplasty. The patient fell and subsequently suffered a periprosthetic fracture that was treated on (B)(6) 2013 with a restoration modular hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Catalog number is unknown at this time. The device was reported as an unknown accolade stem. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient suffered a displaced femoral neck fracture that was treated on (B)(6) 2013 with an accolade bipolar hemiarthroplasty. The patient fell and subsequently suffered a periprosthetic fracture that was treated on (B)(6) 2013 with a restoration modular hip.